Manufacturer narrative:
Per tandem user guide: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer is reusing the cartridge and syringe. Customer ultimately was able to fill the existing cartridge with the existing syringe. Customer¿s blood glucose level ranged from 212-213 mg/dl.